Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The platelet collection is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf determined that alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this rdf. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the rdf reported that the platelet product could be labeled as leukoreduced. Analysis of the run data file also did not show a conclusive root cause for the higher than expected wbc contamination in the platelet product reported for this collection. Based on the available information, it is possible though not conclusive, this failure may be donor related. In addition, the provided measured platelet product concentration showed the measured platelet yield was 20% higher than the targeted platelet yield. When greater than 100% of the targeted platelet yield is achieved, a higher platelet concentration than configured is also achieved. The target platelet concentration for this site is 3500 plts/l before platelet additive solution (pas) addition; therefore, when 20% more is collected, a concentration of about 4200 plts/l is achieved. If the platelet concentration is configured greater than 4200 plts/l, the trima will automatically flag for the ¿platelet concentration too high¿ wbc verification reason. Thus,when the platelet concentration approaches 4200 plts/l before pas addition, wbc contamination risks are increased. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: the customer provided pictures of the disposable set to aid in the investigation. 3 pictures contained donor's pre-counts including platelets, rbcs and wbc differential. The remaining pictures show the final platelet concentration in the product bag. Root cause: after reviewing the signals in the run data file, it cannot be ruled out that high number of access alerts that occurred throughout the procedure disrupted the steady-state of the system and contributed to the elevated wbc content measured in the platelet product. Based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related.

Event description:
Donor unit ID: (B)(6).

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Additional investigation: after the tubing set was loaded and passed the tubing set test, donor information was entered into the trima and procedure 2 was selected; a 6.0e11/171ml platelet only product with a 113 minute target procedure time. Following donor disconnect, 257ml of platelet additive solution (pas) was predicted to be automatically added to the platelet product bags. At 59 minutes into the procedure, an ¿air detected at ac sensor¿ alert was generated. There were no operator flow adjustments made throughout the procedure. The procedure completed with rinseback at 115 minutes. Following donor disconnect, 258ml of pas was automatically added to the platelet product bags. The end of run summary reported platelet product yield and volume (without pas) was 6.0e11/171ml. The platelet product could be labeled as leukoreduced with no product verification messages shown at the end of run summary screens.